Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
The pt's father contacted lifescan (lfs) and reported that his son's fasttake meter kept giving the error 2 message. The pt had received the meter approx 6 months ago and since the very first day, the meter had been giving up an error 2 message. Lfs was never contacted regarding this issue since this was a back-up meter for the pt. The night prior to the initial call, the pt was at a friend's place and had left his meter there. He went to another friend's house and started "feeling strange" (head hurt, and light headed) . He called his father and asked him to come and pick him up. His father brought the back-up( subject) fasttake meter with him since the pt had forgotten his primary meter at his friend's house. When the father arrived, he attempted to test on the subject meter, but received an error 2 message. He tried testing with different strips and still gave an error 2message. The father decided to drive the pt to the hosp since he was unwell. The pt did not inject any insulin at this time since he is on a sliding scale and did not know how much to inject. They arrived at the hosp and he was tested there on the hosp meter. No result was displayed since his blood glucose level was really high (over 30.0 mmol/l-name of the hospital meter is unk). A lab test was also performed and the result was over 30 mmol/l (reporter did not have the exact result). The pt was given insulin treatment and was tested 10-15 minutes later and his blood glucose level went down to the "20s," and was released from the hosp. During troubleshooting, it was verified that the pt's testing technique was correct and the condition of his test strips was good. The error 2 message on the fasttake meter could be caused by used test strip or indicates that the c button was depressed during insertion. However, since the pt's testing technique and condition of the test strip was good, it indicates that there might be an electronic problem with the meter. The pt's father was asked to retest on the meter, but the error 2 message appeared on the display. He was asked to repeat the test with a new vial of test strips, but the issue persisted and the error 2 message appeared again. Therefore, the issue was not resolved. Based on the information provided, there is an indication that the product has malfunctioned (error 2 message was not resolved). However, the pt already had symptoms prior to attempting to test on the subject meter and therefore, it can be concluded that the product did not cause the injury. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the pt.